Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment. The lead presented loss of capture and loss of sensing. The dislodgment was confirmed via x-ray. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device has returned and analysis is expected.